Event description:
Notification of vf episode and iegm received via home monitoring. Patient brought in and noise was observed on the right ventricular lead. It was recommended that the lead be removed and returned. It was reported that the patient was in a fight and was punched in the pocket area, which is believed to have damaged the lead. Currently, they've turned off this lead to avoid inappropriate shock.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.